Manufacturer narrative:
Eval summary: the investigation concluded that the root cause of the event is related to the press-fit design of the radel handle and long-term effects of sterilization of the instrument. The press fit design of the radel polymer handle to the stainless steel shaft is not dimensionally optimal in the knurled area. The design results in the handle cracking after long term usage and sterilization.

Event description:
It was reported that, "instrument handle cracked and piece came off. This was noticed only after washing, not during surgery."